Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 150 (male: 75, female: 75), ages: 36 years to 87 years, bmi: 16 kg/square-metre to 43 kg/square-metre procedures involved: posterior lumbar interbody fusion (plif), transforaminal lumbar interbody fusion (tlif), posterior spinal fusion (psf) levels implanted: thoracic and/or lumbar and/or sacral levels as per this clinical evaluation report, it was reported that a total of 150 patients underwent a surgery using the reported spinal system. Based on the radiographic pre-operative diagnoses, patients were stratified into one of three evidence groups for analysis: 'degenerative disease' (111 patients), 'deformity' (31 patients) or 'failed fusion' (08 patients). Post-op, 1 patient from the 'degenerative disease' group underwent a revision surgery due to migration of graft fragments. Overall, it was reported, the results from this retrospective observational study indicate that the reported spinal system is safe and effective when used as intended. No new or emerging risks were identified.